Event description:
It was reported the device displayed cassette alarm before infusion was started. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found a missing tamper seal. There was evidence of the reported problem recorded in the event history log. The customer reported problem was verified/duplicated. During the investigation, when the latch was closed, the pump had a constant alarm for cassette not attached properly. The investigation found an inoperable downstream occlusion sensor was the cause of the reported problem. For corrective action, the downstream occlusion sensor was replaced. The root cause of the reported problem was unknown. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.